Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred; the cause of the post-operative complication is unknown; therefore, the complaint will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. A supplemental MDR will be submitted if additional information is received.

Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, systolic blood pressures were labile and there was difficulty maintaining hemodynamic parameters. After completion of the procedure, the patient was slow to arouse after extubation, and movement of the left extremities was weak. The patient was also vomiting and had altered mental status. Computed tomography angiography (cta) revealed a patent stent and normal flow in the left middle cerebral artery (mca), but there was limiting flow in the right m2 and m3 segments. Additional information obtained on (B)(6) 2022 indicated that patient's left-sided symptoms improved but did not completely resolve. Information obtained on (B)(6) 2022 indicated that magnetic resonance imaging (MRI) confirmed new white lesions in the m2 and m3 segments and watershed zones. At this time, it is unknown if the reported failure is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.